Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent (8mm x 60mm) was intended to be implanted within the proximal common bile duct of a patient. According to the complainant, the patient presented with biliary obstructive symptoms including right upper quadrant pain and dark urine. A cholangiogram revealed a proximal biliary stricture. The patient underwent a biliary stent placement for the biliary stricture that was secondary to liver transplant. The stricture had been previously treated with a sphincterotomy, balloon dilation, and a plastic stent. The plastic stent was removed prior to this procedure. For this out-patient procedure, the physician selected a 8x60 stent assuming some foreshortening. The anastomosis and subsequent stricture were located fairly high in the duct. The physician reported having only a limited amount of space (1cm-1.5cm) to locate the proximal end of the stent above the stricture and below the hilum. The stent was deployed in satisfactory position across the stricture. The stent expanded immediately and foreshortened more than expected. This resulted in the stent being too short to bridge the stricture. The physician removed the stent without difficulty and completed the procedure with a wallflex biliary rx covered stent (8mm x 80mm). There were no complications as a result of this event and the patient was discharged the same day. Additional information received on july 09, 2010: the patient's anatomy was not tortuous; however the biliary stricture was reported to be 2.4 cm by 3mm. The stent was not fully expanded inside the patient on the day of the procedure; however a measurement was taken using sphincterotome. It was reported that the stent shortened as it should, the anticipated partial shortening with the 60mm was in fact maximal, and the stent became too short.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent (8mm x 60mm) was intended to be implanted within the proximal common bile duct of a patient on (B)(6) 2010 as part of the (B)(4) study clinical trial. According to the complainant, the patient presented with biliary obstructive symptoms including right upper quadrant pain and dark urine. A cholangiogram revealed a proximal biliary stricture. The patient underwent a biliary stent placement for the biliary stricture that was secondary to liver transplant. The stricture had been previously treated with a sphincterotomy, balloon dilation, and a plastic stent. The plastic stent was removed prior to this procedure. For this out-patient procedure, the physician selected a 8x60 stent assuming some foreshortening. The anastomosis and subsequent stricture were located fairly high in the duct. The physician reported having only a limited amount of space (1cm-1.5cm) to locate the proximal end of the stent above the stricture and below the hilum. The stent was deployed in satisfactory position across the stricture. The stent expanded immediately and foreshortened more than expected. This resulted in the stent being too short to bridge the stricture. The physician removed the stent without difficulty and completed the procedure with a wallflex biliary rx covered stent (8mm x 80mm). There were no complications as a result of this event and the patient was discharged the same day. Additional information received on (B)(4) 2010: the patient's anatomy was not tortuous; however the biliary stricture was reported to be 2.4 cm by 3mm. The stent was not fully expanded inside the patient on the day of the procedure; however a measurement was taken using sphincterotome. It was reported that the stent shortened as it should, the anticipated partial shortening with the 60mm was in fact maximal, and the stent became too short. Additional information was reported to boston scientific on (B)(4) 2010. The complainant reported that the patient experienced abdominal pain on (B)(6) 2010, which is the same day as the study stent placement procedure. No action was taken to treat the pain, and the event was reported to be resolved without residual effects. The investigator's assessment of the relationship between the event and the study stent placement was reported to be "possible;" however "unrelated" to the study stent removal.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent (8mm x 60mm) was intended to be implanted within the proximal common bile duct of a patient. According to the complainant, the patient presented with biliary obstructive symptoms including right upper quadrant pain and dark urine. A cholangiogram revealed a proximal biliary stricture. The patient underwent a biliary stent placement for the biliary stricture that was secondary to liver transplant. The stricture had been previously treated with a sphincterotomy, balloon dilation, and a plastic stent. The plastic stent was removed prior to this procedure. For this out-patient procedure, the physician selected a 8x60 stent assuming some foreshortening. The anastomosis and subsequent stricture were located fairly high in the duct. The physician reported having only a limited amount of space (1cm-1.5cm) to locate the proximal end of the stent above the stricture and below the hilum. The stent was deployed in satisfactory position across the stricture. The stent expanded immediately and foreshortened more than expected. This resulted in the stent being too short to bridge the stricture. The physician removed the stent without difficulty and completed the procedure with a wallflex biliary rx covered stent (8mm x 80mm). There were no complications as a result of this event and the patient was discharged the same day.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent (8mm x 60mm) was intended to be implanted within the proximal common bile duct of a patient on (B)(6) 2010 as part of the (B)(4) study clinical trial. According to the complainant, the patient presented with biliary obstructive symptoms including right upper quadrant pain and dark urine. A cholangiogram revealed a proximal biliary stricture. The patient underwent a biliary stent placement for the biliary stricture that was secondary to liver transplant. The stricture had been previously treated with a sphincterotomy, balloon dilation, and a plastic stent. The plastic stent was removed prior to this procedure. For this out-patient procedure, the physician selected a 8x60 stent assuming some foreshortening. The anastomosis and subsequent stricture were located fairly high in the duct. The physician reported having only a limited amount of space (1cm-1.5cm) to locate the proximal end of the stent above the stricture and below the hilum. The stent was deployed in satisfactory position across the stricture. The stent expanded immediately and foreshortened more than expected. This resulted in the stent being too short to bridge the stricture. The physician removed the stent without difficulty and completed the procedure with a wallflex biliary rx covered stent (8mm x 80mm). There were no complications as a result of this event and the patient was discharged the same day. Additional information received on (B)(4) 2010: the patient's anatomy was not tortuous; however the biliary stricture was reported to be 2.4 cm by 3mm. The stent was not fully expanded inside the patient on the day of the procedure; however a measurement was taken using sphincterotome. It was reported that the stent shortened as it should, the anticipated partial shortening with the 60mm was in fact maximal, and the stent became too short. Additional information was reported to boston scientific on (B)(4) 2010. The complainant reported that the patient experienced abdominal pain on (B)(6) 2010, which is the same day as the study stent placement procedure. No action was taken to treat the pain, and the event was reported to be resolved without residual effects. The investigator's assessment of the relationship between the event and the study stent placement was reported to be "possible;" however "unrelated" to the study stent removal.

Manufacturer narrative:
(B)(4): medical intervention required, incorrect size for patient.

Manufacturer narrative:
(B) (4). The reported upn was m00570800, and batch number 13143178. Not used past expiration date. (B) (4)- no code available (medical intervention required). No code available ( incorrect size for patient). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath had been fully retracted and the stent was fully deployed. The outer sheath was accordioned; however no other issues were noted with the profile of the delivery device. The stent measured 60mm in length and 8mm in diameter which meets specification. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review identified that this device was not used per the directions for use (dfu) / product label. However, the device was used as per the boston scientific (B)(4) study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Pain is listed in the dfu for this product as a potential complication related to the use of this device.